Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection observed that the female luer component was damaged with a piece along the length of the luer to be chipped off/missing. No testing was deemed necessary due to the obvious damage observed on the luer component. The root cause of the component breakage was not identified.

Event description:
The customer reported the rn disconnected the primary tubing from the pca tubing where the pca set broke at the connection site during an infusion of propofol. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the rn disconnected the primary tubing from the pca tubing where the pca set broke at the connection site. There was no patient harm.